Manufacturer narrative:
Fields inadvertently contained data. These fields were intended to be blank.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was xxx mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 70mg/dl to 390 mg/dl. Reportedly, the customer's pump touch screen was unresponsive, making it difficult to interact with the pump to control bg levels. Additionally, customer experienced an unrelated infection and atrial fibrillation which contributed to the event. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.